Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 158mg/dl, 119mg/dl. Tests were done within <10 minutes with a difference of 25%. Patient did not experience any adverse events. No further information has been reported.